Manufacturer narrative:
The reported field event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to exposure to off label ablation use. After the device was restored from backup operation, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported field event is off label ablation usage.

Event description:
It was reported that a patient presented with bvvi mode, muscle stimulation, and failure to interrogate noted on the patient's implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.